Event description:
During a device upgrade procedure, the hex wrench was unable to be inserted into the port to loosen the set screw and release the lead. The lead was cut to be removed. The remaining lead was capped and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis revealed the wrenches could not engage the rv-set screw to untighten it due to calcified blood filling the set screw inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the set screw inset walls which is necessary to untighten the set screw. The calcified blood was removed from the set screw inset. A wrench could then be inserted into the inset and the set screw untightened. The ventricular lead could then be removed from the connector. The blood most likely came through damage to the septum in the form of a hole punched through it. Electrical testing of the device revealed no anomalies and the battery is above eri.